Event description:
It was reported that the patient presented in clinic for an implant procedure. The newly implanted pacemaker exhibited failure in activating auto-capture when setting up device parameters post implant. Reprogramming was performed to address the issue. The patient was stable.